Manufacturer narrative:
Follow-up root cause failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified.

Event description:
The customer reported that the battery is not charging. The customer reported there was no patient involvement.